Event description:
(B)(4). It was reported that a switch point infinity 2 had failed, and "charring" was found on the main board. There was no reported patient involvement, and no reported adverse consequences.

Manufacturer narrative:
There is no expiration date for this product. Actual device was evaluated in the field on (B)(6) 2011. The manufacture date of the device was not known at the time of this report. Additional attempts will be made for this information. Evaluation summary: after further evaluation, it was confirmed that the pisa main board that was connected to the pci backplane experienced a thermal event. Based on the investigation of the fan side of the charred pisa board, it looks like something inside the board caused the short. The root cause has not been identified at the time of this report. There is a potential safety for video loss during a procedure if this malfunction would recur. In this particular case, the defective infinity was replaced with a new unit, and further evaluation will be done with the pcb manufacturers. This specific malfunction was identified prior to use, and no patients were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.